Event description:
The patient was diagnosed with laryngoplegia and it was noted that the event was related to the implant procedure. The patient was given medication and the event was noted to be recovered /resolved. No other relevant information has been received to date.

Event description:
Additional information was received indicating that the outcome of the reported laryngoplegia is #39; not recovered/not resolved #39.